Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 4.68mm x 16.85mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument had broken tips. The procedure was completed with no reported injury.